Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the biometry values were incorrect. Biometry was performed with another system. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The biometry probe was confirmed to be non¿conforming and was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The additional, related information on the biometry probe was not obtained. A review of reportable complaints against the biometry probe for the reported complaint class ¿incorrect readings/value¿ did not indicate any adverse trends within the last 12 months. The associated system was manufactured on march 14, 2007. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming biometry probe w/applicator. However, how that biometry probe w/applicator became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).